Event description:
It was reported that while performing pre-dilatation with a trek balloon dilatation catheter, a 3.0x15 rx xience prime drug-eluting stent delivery system was advanced, then the stent was deployed at 13 atmospheres in a long, moderately calcified de novo lesion in the moderately tortuous left main to left anterior descending coronary artery. After completely deflating the balloon, when attempting to withdraw the xience prime balloon from the stent, resistance was felt, then force was applied, allowing the stent delivery system to be completely withdrawn; however, the applied force resulted in a small, but sudden movement of the guiding catheter into the left anterior descending artery; there were no patient effects, however, the physician expressed concern that this incident could have led to a vasospasm. A second 3.0x15 rx xience prime stent was successfully deployed just proximal to the first xience prime. A 2.75x8 rx xience prime was advanced through both 3.0x15 rx xience prime stents, and deployed at 13 atmospheres in the distal left anterior descending artery. After completely deflating the balloon, when attempting to withdraw the 2.75x8 xience prime balloon from the stent, resistance was felt, then force was applied, allowing the stent delivery system to be completely withdrawn. There were no patient effects and no clinically significant delay in completing the procedure. No additional information has been provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It was reported that force was applied to remove the device was resistance was met. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: galeo es/whisper, inflation: bsx. (B)(4) excessive force. The 2.75 x 8 mm xience prime indicated is being filed under a separate medwatch report. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.